Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the ins moving was due to normal movement for implanted device. The rep reported nothing will be done to resolve the ins moving.

Event description:
Cause was unknown. The patient is being seen by (B)(6) squires this friday to evaluate the site and determine next steps.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:product ID 97745, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep on friday night (B)(6) 2021, saying she was unable to charge her programmer. The rep had her take her battery out and then place it back in the controller to charge it up. She was still unable to sync the programmer to her battery, so she was going to call mdt tech services to see if they could help. The patient had not charged their programmer or implant for several months, which may have contributed to the reported issues. The rep indicated that they had not met with the patient yet and had only talked to them over the phone. The patient was going to meet up with the rep sometime next week if tech services was not able to help them. Additional information was received from the rep the next day reported that they had met with the patient today (B)(6) 2021, and was able to get them back on track. They stated that the battery had not been charged for several months so they were in passive recharge mode. The patient was now able to charge their battery. They indicated that part of the problem was that the battery moves around quite a bit making it difficult for them to get a good connection. It was reported that it was also in the middle of their back which made it difficult for them to reach. It was reported that the patient has an appointment scheduled with their doctor this friday, august 6th at 3 pm to discuss a possible pocket revision.